Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial perforation appears to be related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was successfully deployed, reducing the mr to 1-2. A small tear in the septum was discovered; however, was deemed not relevant. No treatment was performed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.